Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had pain at their battery site and weren't receiving coverage where they needed it. The patient was reprogramed and impedances were checked. The issue was not resolved and it was unknown if surgical intervention was planned. Additional information received from the consumer on 2018-oct-15. It was reported that their coverage worked at first but then stopped again. They now had to have more surgery to see if the leads were hooked up right. The patient's pain at the battery site was constant and they were upset about all the issues. No further complications reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator and leads found no anomaly. Evaluation conclusion code does not apply. Evaluation method code does not apply. Evaluation result code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient indicated that they are overweight so they cannot exercise. They went to physical therapy (pt) the first time and the device shifted. The cause of the loss of coverage was not determined. They thought maybe the leads weren¿t hooked up right but they are not sure. Surgical intervention has not resolved the loss of coverage issue. They are having the device taken out on (B)(6) 2018. They are in terrible pain and popping pills left and right. They are very disappointed. Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2018. The rep indicated that beginning on an unknown date, there was pocket pain so the spinal cord stimulator (scs) was explanted on (B)(6) 2018. The rep would return the device. The rep confirmed that impedances were normal and there were no known causes for the pain at the site. Cultures of the pocket were sent to the lab to check for an infection. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018-, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.